Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb and system controller pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported issue.